Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the morning of the same day, the patient experienced low blood glucose (bg) of 48mg/dl with dizziness, fatigue, perspiration, feeling cold, cognitive impairment, difficulty speaking, and unsteadiness when standing/walking. The patient was reportedly given food/drink and glucose tabs/gel to treat the low bg and remained on the pump. The reporter noted that the patient's healthcare provider had made basal rate changes and that the patient was pregnant. During troubleshooting it was noted that the am and pm time settings had been reversed, so that the patient received her morning basal rate at night. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.